Event description:
The customer reported vacuum error system message and approximately 2 ml of clear fluid leaked from the probe while attempting to initialize the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. The customer was wearing gloves and gown at the time of the incident. A beckman coulter (bec) customer technical specialist (cts) had the customer performed system troubleshooting and replaced the air filter but the issue remained. There was no exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the compressor was unable to maintain proper vacuum. The fse replaced the compressor and resolved the fluid leak issue and the vacuum error message. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).